Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer reported that the drive support cap was normal. The customer used the insulin pump and manual injections to treat the high. The customer was using auto mode. The customer alleged pump was under delivering because, it was not taking care of blood glucose and it was not going down and did not see a reduction. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.